Event description:
The customer contacted the customer care solution center and alleged that the cm150 complaint device measures spo2 and ECG incorrectly and requested support. It is unknown if the complaint device was in clinical use at the time that the issue was discovered as this information was not provided. There was no adverse event or patient harm reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer contacted the customer care solution center and alleged that the cm150 complaint device measures spo2 and ECG incorrectly and requested support. It is unknown if the complaint device was in clinical use at the time that the issue was discovered as this information was not provided. There was no adverse event or patient harm reported.